Event description:
It was reported that during a routine follow-up, the right ventricular lead exhibited high impedance in bipolar configuration and low impedance in bipolar configuration. The patient complained that he had experienced dizzy spells in the past months. The physician reprogrammed the device and the patient was noted to be stable after the event. The patient would continue to be monitored.

Manufacturer narrative:
(B)(4).